Event description:
The patient was undergoing an aortic valve replacement due to aortic insufficiency. A cardiac sump cannula was placed in the chest to remove blood from the chest during surgery. The metal tip of the cannula came off in the chest wall. There was no injury to the patient. It was removed without difficulty. This event had never happened before.